Manufacturer narrative:
The reported event occurred during use in a highly articulated position, as the fistula was at the duodenal bulb. Following the unsuccessful deployment of the initial padlock clip device, the user attempted to complete the procedure with multiple clip devices not manufactured by steris endoscopy, all of which failed to deploy in the articulated position. The device subject of the reported event was returned to steris endoscopy for evaluation. Examination of the device found the linking cable to be damaged. The damage observed is indicative of excessive force and consistent with the report of difficult deployment in an articulated position. The device history record was reviewed and confirmed the lot was manufactured to specification. There have been no other complaints associated with this lot. The instructions for use include the following statements: "check to ensure that the scope is inserted completely into the scope mounting feature of the delivery housing and that the housing isn't expanded. Too tight of a fit can expand the scope mounting feature making the pushing mechanism sluggish and allow the padlock clip to get hung up on deployment, especially in retroflexion. Deploy the padlock clip by using a firm and rapid thrust of the thumb actuator while holding the control handle body. Using device with larger diameter endoscopes may inhibit clip deployment in a retroflexed position. Make sure to use smallest endoscope allowable if a retroflexed position is necessary." A steris endoscopy representative consulted with the user regarding the use of the padlock clip in this procedure.

Event description:
The user facility reported the padlock clip failed to deploy during use in a procedure to close a fistula. The clip was released into the patient's stomach and retrieved with a raptor grasping forceps. The procedure was completed with another padlock clip device. There was no report of injury.